Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the clip did not stay close when the surgeon closes the medium-large clip applier instrument. The customer attempted several times with different clips, but none would close. The instrument was replaced with the backup. No fragment fell into the patient. The procedure was completed, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The medium-large hem-o-lok clips were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
The medium-large clip applier instrument was visually inspected and no issue was identified. The instrument passed the clip test. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.